Event description:
It was reported that the ipg incision site had opened and was draining. It was noted that the patients wound would not heal. The physician believed that the infection was not device or procedure related. The patient was treated with oral antibiotics and underwent a revision procedure where the ipg and lead were replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 7074549.